Event description:
It was reported that there were no readings on the mobile app. The patient¿s father reported that the patient¿s continuous glucose monitor (cgm) value was 45 mg/dl. He checked a fingerstick blood glucose (bg) which was 94 mg/dl. The patient's father entered the value of 94 mg/dl to calibrate the cgm. After 20 minutes the cgm share app stopped giving a reading so the father decided to take off the sensor and apply a new one while the patient was sleeping because the sensor looked like it was not on the skin all the way. The patient's father then decreased the basal insulin rate on the patient¿s omnipod pump for two hours. He did a finger stick to confirm, which was 150 mg/dl, and went back to bed. In the morning the patient's father still did not get a reading on the share app and when he looked at the monitor the cgm indicated it required two calibrations. Because the cgm had stopped reading and the patient received basal insulin all night long, his glucose level went extremely low. The patient's father called the intensive care unit (ICU) because his son was unresponsive and was throwing up a lot in the morning. At the ICU, the patient received unspecified medical scans and neuro checks. No information was provided regarding any medication or other treatment provided. The patient was reportedly doing fine at the time of the report and was still in the ICU, but was later reported to be doing okay and back to normal. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no readings on the mobile app. The patient¿s father inserted a sensor into the patient at night when the patient was sleeping and that when he woke up in the morning it was requesting calibrations twice after the warmup in the middle of the night. At some point the cgm was at 45 mg/dl but a finger stick bg was 94 mg/dl. The patient¿s father calibrated the cgm and went back to bed. Later he got another alarm and he got no reading on the app. He did another finger stick bg and it was 154 mg/dl. It was stated that because the patient¿s cgm reading was low, he received basal insulin all night long from his omnipod pump. The father then called the intensive care unit (ICU) because his son was unresponsive and was throwing up a lot in the morning. At the ICU, the patient received unspecified medical scans and neuro checks. No information was provided regarding any medication or other treatment provided. The patient was reportedly doing fine at the time of the report and was still in the ICU. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.